Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced blood glucose (bg) levels ranging from 360 to 400 mg/dl and was in diabetic ketoacidosis. The customer reported that the battery of the pump was corroded and believe this to be the suspected cause of the elevated bgs. The customer administered a manual injection and delivered a bolus. Although requested, no additional information was provided.